Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade functional mitral regurgitation (mr), severly dilated lv, thickened leaflets, moderate tr, lvef 48%, ischemic - embolic, impaired systolic for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient and placed the clip. While testing the grippers of the clip, the posterior gripper would not descend. Troubleshooting was preformed successfully through inverting the gripper arms and gripper recycling. The mitraclip xtw was then implanted successfully. A second mitraclip was then advanced within the patient, initial grasping attempts lateral to the first clip on the medial side of the anterior-2/posterior-2 (a2/p2) leaflets was unsuccessful. There was significant tension felt in the annulus and after multiple positioning attempts it was decided to remove the clip from the patient. It was identified through the transthoracic echocardiogram (tte) that a tissue injury had occurred. The procedure was discontinued and the final mr was grade 3-4. There were no clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and no functional analysis was performed to investigate the reported adverse event without identified device or use problem. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury was due to patient condition (frail leaflet tissue). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a